Manufacturer narrative:
Device received for evaluation on december 13, 2013. Device history records review was completed. Morpho-histological analysis will be performed on the valve. Method - preliminary device gross examination was performed on december 18, 2013. Morpho-histological analysis will be performed on the valve. Results - no definitive results at this time. Conclusion - no conclusion can be drawn at this time as device is currently in the process of being evaluated.

Event description:
The manufacturer was notified on (B)(6) 2013 of a mitroflow valve that was explanted on (B)(6) 2013 after 4.8 years due to early degeneration. The device was replaced with another bioprosthetic valve (epic-st. Jude 19).